Manufacturer narrative:
(B)(4). It was reported that the patient underwent mesh revision/removal surgery on (B)(6) 2006, , due to vaginal mesh erosion. She had another surgery on (B)(6) 2012, to treat recurrent pelvic organ prolapse and stress urinary incontinence, and a bard mesh was implanted at that surgery.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure on (B)(6) 2004 and mesh was implanted concurrently with posterior colporrhaphy with iliococcygeal vaginal vault suspension and implant of transobturator tape; due to pelvic relaxation and stress urinary incontinence. It was reported that the patient underwent mesh revision on (B)(6) 2006 for perineal pain with vaginal graft erosion. It was reported that the patient underwent robotic sacral colpopexy, bard mesh and cystoscopy for stage I anterior prolapse on (B)(6) 2012.

Manufacturer narrative:
(B)(4). Dyspareunia. Recurrent prolapse. Mesh contraction. Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2012-06118. The same patient is represented in each medwatch.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure on (B)(4) 2004 and a sling was implanted.

Manufacturer narrative:
(B)(4). This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2012-06118. The same patient is represented in each medwatch.

Event description:
It was reported that the patient underwent a gynecological procedure in 2004 and an obturator sling was implanted. The patient experienced multiple complications, including mesh contraction, pain, erosion, formation of scar tissue, infection, organ perforation, fistula, dyspareunia, nerve damage, chronic pelvic pain, urinary & fecal incontinence, and recurrent prolapse of her organs requiring additional surgeries. No additional information has been provided.